Event description:
Teleflex PICC (peripherally inserted central catheter) line placement - attempted to pull guidewire back and the wire began to unravel in the patient - staff realized this was happening and removed the needle and guidewire - tip was notably intact without injury to the patient.